Event description:
Patient was undergoing embolization procedure of a vessel using penumbra ruby coils through a progreat microcatheter. Patient did not have any remarkable tortuosity in their vessels. Physician had difficulty advancing the ruby coil through the microcatheter. The physician decided to try a second ruby coil of the same size. The second coil encountered the same difficulty while being advanced. A different manufacturer's coil was selected and the case proceeded without incident. No adverse effects on patient health.

Manufacturer narrative:
Results: both pusher assemblies still have the coil attached to the pusher. Both pet-locks are still intact. Both pusher assemblies have a slight kink in the proximal end where the hypo-tube tab is located approximately 5.0 cm from the proximal end. Conclusion: the complaint has been evaluated. The complaint indicates that it was difficult advancing the coil through the microcatheter. During the evaluation of the product, both coils advanced distally out of their original sheath without any issue. It is possible that the microcatheter that was being used had a lumen size slightly bigger or smaller than the specification of the coil. This would make it difficult to advance the coil in the microcatheter. The cause of this complaint cannot directly be determined. There did not appear to be any damage to the coils which would result in this complaint. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00436.